Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement, which was confirmed through x-ray. Device remains in service. No additional adverse patient effects were reported.